Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was a "fracture leak" and the lead was later removed.

Event description:
It was reported that the right atrial (ra) lead was fractured and was not pacing. The lead was turned off and subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.